Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap at the initial pressurization of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a pulmonary vein isolation procedure, the faradrive steerable sheath clear was used. After the sheath was inserted into the left atrium, the physician introduced the farawave pulsed field ablation catheter through the hemostatic valve and aspirated through the sheath's irrigation port. Large amounts of air bubbles were observed coming from the sheath. Under fluoroscopic view, it was confirmed that the sheath tip was not in contact with the atrium wall, ruling out negative pressure as a cause. The irrigation system connected to the catheter was also checked. Despite these checks, air bubbles continued to appear whenever the physician aspirated. It was concluded that the hemostatic valve of the sheath was damaged. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that the guidewire was inserted into the catheter, placed just at the tip of the catheter and the only products that were inside the faradrive sheath were the dilator and, after removing it from the sheath, also the farawave catheter. A non-boston scientific pump was used to irrigate the sheath and the flow rate used at this hospital to irrigate the sheath is 120 ml/h, 2 ml/min. Air bubbles were observed in the irrigation port of the sheath and no air reached the patient. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, the faradrive steerable sheath clear was used. After the sheath was inserted into the left atrium, the physician introduced the farawave pulsed field ablation catheter through the hemostatic valve and aspirated through the sheath's irrigation port. Large amounts of air bubbles were observed coming from the sheath. Under fluoroscopic view, it was confirmed that the sheath tip was not in contact with the atrium wall, ruling out negative pressure as a cause. The irrigation system connected to the catheter was also checked. Despite these checks, air bubbles continued to appear whenever the physician aspirated. It was concluded that the hemostatic valve of the sheath was damaged. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that the guidewire was inserted into the catheter, placed just at the tip of the catheter and the only products that were inside the faradrive sheath were the dilator and, after removing it from the sheath, also the farawave catheter. A non-boston scientific pump was used to irrigate the sheath and the flow rate used at this hospital to irrigate the sheath is 120 ml/h, 2 ml/min. Air bubbles were observed in the irrigation port of the sheath and no air reached the patient. The device is expected to be returned.